Event description:
There was a report of a pump with a screen that would not turn on, accompanied by a red led flashing every 30 seconds, and beeping and vibrating every three minutes. There was no reported impact on the customer's blood glucose level, as the caller declined to provide the information. Technical support instructed the customer on various troubleshooting steps, including confirming the pump was not connected to a power source and using charging supplies known to work, but the pump did not turn on. Consequently, technical support planned to replace the pump and arranged for the customer to use a backup therapy of multiple daily injections to maintain insulin delivery. The customer was informed about the replacement, provided a shipping address confirmation, and given instructions to return the faulty pump using a pre-paid label and return box.